Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to extreme curvature the patient had his inflatable penile prosthesis (ipp) cylinders removed and replaced. The physician thought the cause of the curvature was due to faulty cylinders. The patient status following this surgery was good. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Updated to include device analysis.

Event description:
It was reported that due to extreme curvature the patient had his inflatable penile prosthesis (ipp) cylinders removed and replaced. The physician thought the cause of the curvature was due to faulty cylinders. The patient status following this surgery was good. Should additional information be received a supplemental report will be submitted.